Event description:
Severe abdominal pain, excessive bleeding, pain during sexual intercourse, cramping, sharp pains insides of abdomen, bloating sever, lethargic, foggy head, constant migraines, aging dramatically, lose of sex drive completely gone, sensitivity to being touched, waking during the night with ongoing dull and sharp pain in my abdomen, loss of hair, depression, constantly tired, mood swings.